Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges with the load process. Reportedly, the customer's blood glucose (bg) level was over 200 mg/dl. However, the exact value was not provided. The bg level was addressed with a manual injection. The customer reverted to an alternate pump for insulin therapy.